Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The day after the diagnosis of the peritonitis, the patient was hospitalized for the event. The same day as diagnosis, the patient was treated with intraperitoneal (ip) vancomycin (1 gram, one bag, repeat every fifth day). The following day the patient began treatment with ip meropenum (125mg, three times a day) and ip tobramycin (20 mg, three times a day). At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.